Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly reset. Customer was able to successfully load a cartridge onto the pump. In addition, customer reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Subsequently, customer reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to customer's blood glucose level. It was indicated that the customer will switch to manual injections for continued insulin therapy.